Manufacturer narrative:
On 17-nov-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Also, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a female patient (69kg) born (B)(6) 1957 underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported the physician felt a steam pop when applying radiofrequency (rf) energy to the thermocool® smart touch® sf bi-directional navigation catheter; during the ablation phase of the procedure. It was observed under intra-cardiac ultrasound that the patient developed a pericardial effusion which was followed by a pressure drop. A pericardiocentesis was performed in which 375 cc's was removed from the pericardial space. The patient was stabilized and transferred to the critical care unit (ccu) for observation. The physician¿s opinion on the cause of this adverse event was that it was patient condition related, maybe procedure related, not bwi product malfunction related. Patient outcome from the adverse event was reported as fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The force, magnetic, and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient (B)(6) born (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported the physician felt a steam pop when applying radiofrequency (rf) energy to the thermocool® smart touch® sf bi-directional navigation catheter; during the ablation phase of the procedure. It was observed under intra-cardiac ultrasound that the patient developed a pericardial effusion which was followed by a pressure drop. A pericardiocentesis was performed in which 375 cc's was removed from the pericardial space. The patient was stabilized and transferred to the critical care unit (ccu) for observation. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related, maybe procedure related, not bwi product malfunction related. Pericardiocentesis was done as intervention. Patient outcome from the adverse event was reported as fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. Patient¿s relevant history indicates patient on chronic steroids. A smartablate generator was used. It is unknown if a transseptal puncture was performed. Prior to noting the cardiac tamponade ablation had already been performed. Irrigated catheter was used in the event with flow settings at 8/15ml. Correct catheter settings were selected on the smartablate generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used included graph, dashboard, vector & visitag with the visitag module parameters for stability at, range: 3mm time: 3 sec, force over time (fot) of 25% and 3mm with no additional filter used with the visitag. Color options used prospectively included force time intervel (fti). Generator parameters and thresholds: standard settings. Temp unknown, no impedance spike. 130s power 35 watts.